Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 342-343 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable no longer charged the pump. The customer's blood glucose level ranged from 342-343 mg/dl. Customer confirmed that an alternate cable charged the pump.